Event description:
Customer called to report a hospitalization due to high blood glucose. Customer's current blood glucose reading is 314 mg/dl. Customer stated that blood glucose reading at the time of the event was 729 mg/dl. Customer was experiencing high blood glucose, rapid heart rate and nausea. Diagnosed diabetic ketoacidosis. Customer was hospitalized for two days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.